Event description:
Received information patient has experienced high bg's. It is unknown which cartridge lot number was being used at the time of event.

Manufacturer narrative:
Cartridge lot number m001963 did not fit.